Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was receiving intermittent stimulation. The longevity of the battery showed >98.5. Add'l info has been requested but was not available as of the date of this report.